Event description:
A catheter migration/dislodgement was reported. The reporter said it had happened to another patient, but "he took a pretty good shot to get it knocked loose". The drug(s) used in the device were not reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).